Event description:
It was reported that during final assembly of the hinge guide bolt and the sleeve to the hinge tibia, the legion hinge stabilizing tool broke.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned legion hinge tibial stabilizing tool confirms the stated failure. The peg is fractured from the tip of the device. This fragment was returned with the complaint. Manufactured in 2013, this device exhibits signs of repeated use and significant wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.